Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4). The dentist reported that the dental implant had to be removed during its installation surgery due to the fracture of the connection that was being used to execute the procedure, and the fractured portion remained inside the implant.